Manufacturer narrative:
Updated fields: b4, g3, g6, h2. Corrected fields: h11. Upon further review it was determined that the reported event involved only routine replacement of part 2500 hour maintenance kit. There was no malfunction of the device and therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance that the cs100 intra-aortic balloon pump (iabp) unit kit 2500 hrs. Due for replacement. The cause of the machine's failure is still unknown. There was no patient involvement reported.